Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va148dy, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced overstimulation. When asked for clarification, the patient stated that she went to have the device programmed yesterday and it was at 1.3 volts when she left the health care provider's (hcp) office. It was stated that the patient was doing good when she left the office but today she experienced an onset of bad tremors and dyskinesia symptoms; the patient's right arm and leg wouldn't stay still. The patient programmer was used to check the implantable neurostimulator (ins) and it was stated that the stimulation was on and ok at 1.0 volts; stimulation could not be lowered past 1.0 volts. The patient wanted to increase stimulation back to 1.3 volts but was unable to establish communication again with the patient programmer. Follow-up with the patient indicated that the steps taken to resolve the change of therapy included "rerouting" the patient's wiring and lowering the programs. The patient also stated that she will be seeing the hcp again on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.